Event description:
The report stated that the device jaws jammed and had to be cut out of the tissue.

Manufacturer narrative:
Date of initial report: 04/16/2009. The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted. On 04/01/2009, a covidien rep provided a supplemental inservice to the hospital nursing staff and the appropriate surgeons in the proper use of the lf4200 device.